Manufacturer narrative:
Manufacturer's investigation conclusion: pump thrombosis was confirmed through the evaluation of heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). A specific cause for the observed thrombus formations could not be conclusively determined. Additionally, a direct correlation between the device and the reported chest pain, fatigue, and shortness of breath could not be conclusively established. (B)(6) was returned assembled with the pump cable cut approximately 9¿ from the pump housing. The distal portion of the pump cable and the modular cable were not returned for evaluation. The sealed outflow graft and outflow graft bend relief were returned attached to the pump cover outlet port. The cuff lock had been disengaged prior to the pump¿s return and the apical cuff was not returned. A outflow graft clip was returned detached from the device. Upon disassembly of the pump, tissue-like depositions were observed within the lumen of the inflow cannula and the eye and vanes of the rotor. The deposition within the lumen of the inflow cannula was well adhered towards the proximal edge but poorly adhered on the distal end. The sudden decrease in flow captured within the submitted log files suggests that these depositions were acutely ingested; however, a duration of time for which the depositions were present in the device could not be conclusively determined. Additionally, the exact origin of these depositions could not be conclusively determined through this evaluation. Further examination of the remaining blood-contacting surfaces revealed no evidence of any developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Upon removal of the depositions, (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including pump thrombosis, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a low flow alarm for 4 days. Assessment of the controller revealed 0 flow but the pump was on and running. The patient's condition was stable, but they complained of fatigue, dyspnea, and chest pain over the pump area. The patient's systolic blood pressure was 96mmhg. The patient was admitted to the cardiovascular intensive care unit with plans for a computed tomography (CT) assessment for possible outflow graft occlusion. A review of the log file revealed 0 flow on (B)(6) 2023. After the flow dropped to 0 lpm, it remained that way for the rest of the event history. Also, during this time the motor power was trending downward. The pump had seen a reduction in blood volume. The pump was exchanged on (B)(6) 2023.